Event description:
It was reported that dr asked if we could have a third party provide a echo review of a magna valve implanted in 2008. The patient's following cardiologist believes there is a perivalvular leak with this valve. Dr believes that it might be a central jet with the valve and would like to have someone else review the valve to determine if any problem exists.

Manufacturer narrative:
The following are the echocardiograms third party findings: "there is moderate aortic regurgitation in a paravalvular jet originating adjacent to the cusp in the left coronary position.¿